Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon the first inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications.